Event description:
Dental nurse was opening a bottle of coe-comfort liquid when it splashed in her eye causing potential permanent damage. She was not wearing protective safety glasses/goggles. She experienced immediate complications with eye redness, swelling and soreness. Eye washout was done with water in the room. This was followed by eyewash solution from another part of the office. She was then taken to acute medical care.

Manufacturer narrative:
Gc america will be revising the instruction sheet to add personal protective equipment - gloves and eyewear required.